Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. Additional type of investigation codes that were unable to be added in h6: labelling review analysis of images the complaint for "malposition - valve embolizes into atrium" was confirmed with objective evidence based on imaging evaluation. Imaging suggests the valve was deployed too atrially, leading to embolization into the atrium and loss of anchor contact with the annulus. This instability is likely due to inadequate leaflet capture and suboptimal depth during deployment. Available information suggests the potential root cause of this event may include atrial malpositioning of the evoque valve during deployment, possibly due to suboptimal imaging, missing leaflet capture, or anchor placement. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a 56mm evoque procedure in tricuspid position where on pod #38, the evoque valve tilted posterior towards atrium with posterolateral moderate paravalvular leak (pvl). During the procedure, no issues were reported with leaflet engagement, and no leaflet pinning was observed at any point. The anchors were positioned at the hinge points of the annulus prior to the final valve release. However, the valve did not expand evenly or as expected during both the ventricular and atrial expansion phases. Despite this, the patient felt well post-procedure and was discharged to rehabilitation. There were no procedural constraints reported. While a slight oversizing was noted during screening, on the day of the procedure the sizing was appropriate for a 56mm valve. After review of procedural tee there is evidence of the 56 mm evoque valve was deployed too atrial. On follow- up imaging there is evidence that the evoque valve embolized into the atrium resulting in most of the anchors losing contact with the annulus. The final transvalvular tr is trace and the final pvl is qualitatively severe. The rocking of the evoque valve limits the pvl.